Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 527 mg/dl. Cause was not known. Reportedly, the customer required assistance to treat the high bg by administering a correction injection via mdi. Recommendation was made to consult with a healthcare provider regarding diabetes management.